Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing temporary paralysis in one of her vocal cords and they have been extra irritated. She also reported a choking sensation when eating. This was going on before the device implant but it has worsened since implant. When the patient places the magnet over her generator, the choking sensation will stop. The patient later saw an ent who confirmed vocal cord paralysis. The patient has had a change in her voice since the beginning of the trial and the clinical manager was not sure if this could be a worsening of that. It was later reported that vocal cord paralysis is moderate and probably related to stimulation and vns device, but not related to implant procedure. The patient has not recovered. Patient also has worsening choking sensation that is moderate and probably related to stimulation and vns device, but not related to implant procedure. The patient has not recovered. No intervention was taken for dysphagia. Intervention was taken for vocal cord paralysis in the form of diagnostic examinations and/or tests. No other relevant information has been received to date.

Event description:
It was later reported that the event of vocal cord paralysis has resolved and patient has recovered.

Event description:
The patient later had their generator explanted due to a generator issue captured in a previous report. The generator was returned and product analysis completed. The pulse generator was unable to be interrogated as received, so it was converted from a m8103 to a m103, and interrogation was successful. This conversation enabled magnet current functions that are unavailable with m8103 devices. However, when a magnet was applied to the generator at distances of 1.25 and 0 inches, magnet current would not activate. The reed switch was found to be stuck open. After multiple reed switch closures, the reed switch became functional. The failure mechanism for the as-received condition with the non-closure of the reed switch was not determined. Since the generator's reed switch was stuck open, this could have led to overstimulation if the patient was experiencing vocal cord paralysis and could not inhibit stimulation. Since this 8103 device would not have a magnet mode for activating any stimulation, the only effect this malfunction would have on the vocal cord paralysis is the inability to inhibit normal stimulation. No other relevant information has been received to date. This MDR houses the report of vocal cord paralysis on the patient's generator. MFR ref#: 1644487-2022-01533 houses the report of reed switch failure on the patient's generator.

Event description:
Additional information was received noting that the adverse event of vocal cord paralysis is now unlikely related to device and only probably related to stimulation. It was also reported that the adverse event of worsening choking sensation is now unlikely related to device and only probably related to stimulation. No other relevant information has been received to date.